Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR 1828100-2014-00414.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, in the "@ mode" the partial pressure of oxygen (po2) was reading 1.5-2 kpa higher than a temperature corrected blood gas (blood gas machine was reading correctly). As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.